Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.

Event description:
It was reported that the patient developed a fluid collection in the pump pocket located in her right abdomen. The fluid was drained by the managing hcp approximately 3 times over the course of 2.5 months. At the last office visit when the pocket was drained, the fluid was sent for analysis and was believed to be spinal fluid. They were unable to access the pump in the office and believed that the pump had flipped. The patient was scheduled for a revision with the implanting hcp. When the pocket was accessed in the operating room, the pump was flipped. After turning the pump, the hcp attempted to access the catheter via the side port. He was unable to aspirate. The hcp then disconnect the sutureless connector and aspirated directly from the catheter. He had excellent cerebral spinal fluid (csf) flow. He then reconnected the sutureless connector, making sure it was connected well, and reattempted to aspirate from the side port. He then had csf flow. The catheter was verified to be patent and sutured down. The wound was closed. They had not heard that the patient had fluid accumulation again. The pump was used to deliver lioresal. See manufacturer's report #3004209178-2007-04436.